Manufacturer narrative:
The issue was resolved for the customer by completing the necessary repairs.

Event description:
It was reported that the siderail will not lock in the highest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the siderail will not lock in the highest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.